Manufacturer narrative:
Ppae (thrombocytopenia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68-year-old male undergoing aortic valvuloplasty was supported with impella cp for cardiogenic shock secondary to the procedure. During support, the platelet count dropped, raising suspicion for heparin-induced thrombocytopenia, a known potential adverse event listed in the device instructions for use. Heparin was discontinued, and anticoagulation was transitioned to bivalirudin. The impella insertion site remained clean and intact, with confirmed distal pulses. The patient was successfully weaned to p2 and the pump was removed in the catheter laboratory without complications. No impella malfunction or structural issue was identified. The event of thrombocytopenia is considered associated with impella use due to temporal proximity; however, patient-specific factors and anticoagulation management likely contributed.